Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the independent medical review of the short video and two procedure images that were included in the complaint. The review was completed on 29-dec-2025. [Video review]: ¿the video shows the enterprise stent being deployed and immediately proximal from the radiopaque wire there is an additional marker visible. Upon full deployment there are 4 markers visible in the proximal portion of the stent whereas only three in the distal portion. It looks as if one of the distal markers was released from the construct and ended up proximally. This could be the case if the introduction in the hub was difficult or if the marker came loose due to a manufacturing error. Given that the device was implanted further analysis is not possible and the root cause cannot be determined from the complaint description nor the video.¿ physician name and date reviewed: (B)(6). Updated sections: b.4, g.3, g.6, h.2, h.6, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Based on complaint information, the device remains implanted and is thus not available for evaluation. (B)(6) performed a review of the device history records relative to the manufacturing, inspection, and packaging of the lot 9682213. The history record indicates this product was final inspection tested at lake region medical and was determined to be acceptable. Product analysis cannot be conducted as the product was not returned for analysis. No determination of causes and possible contributing factors could be made. As such, the investigation will be closed. With the limited information available and without the product available for analysis, the reported issue documented in the complaint could not be confirmed. Based on the manufacturing documentation review, there is no indication that the event is related to the device manufacturing process. The exact cause of the event could not be conclusively determined: however, it is possible that circumstances of the procedure and / or device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered later. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that during an endovascular embolization procedure, during the proximal release of the 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401600 / 9682213), one marker emerged first, followed by the release of the three remaining markers. A procedure video in mp4 format was included in the complaint. ¿please refer to the video at 40-50 seconds. There were no abnormalities observed throughout the entire release process.¿ the procedure was reportedly prolonged by 15 minutes. There was no report of any negative patient impact. The mp4 video will undergo independent physician review. On 02-nov-2025, additional information was received. Per the information, the target vessel of the procedure was the middle cerebral artery (mca). The microcatheter used was a ¿plus infusion catheter.¿ the information indicated that the physician ¿thought that the marker point was broken during assembly, so it was released first.¿ it was not an issue with inadequate radiopacity. No additional stent was implanted. It was not known if there was any prolongation of the patient¿s hospitalization or any negative impact; the information was not obtainable. The physician did not consider the 15-minute procedure extension to be clinically significant.